Event description:
While taking a blood pressure on a patient, the nurse noticed that the cuff would not expand. The nurse checked the equipment and noted that a hole had developed at a seam in the blood pressure cuff bladder. This has occurred three times recently. Two of these devices were retained and are in my possession.